Event description:
A customer contacted baxter's global technical service center to report an alarm with the homechoice machine during drain 5 of 5. While troubleshooting, the caregiver (cg) was confused and had disconnected the home patient (hp) from the patient line and the hp was draining into a bucket from the exposed transfer set. The cg was advised to close the hp's transfer set and put a mini-cap on. The cg ended therapy and was advised to call the registered nurse in the morning. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2010, who verified there was no patient injury or medical intervention associated with the incident. The pdn advised the sample would have been discarded and the box of supplies would have been finished. The pdn verified that the patient's caregiver knows the proper procedures and this would have been gone over with her.

Manufacturer narrative:
(B)(4). The lot number is unknown at this time. The sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.